Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group rec'd a report that the s5 roller pump displayed an error during set up. There was no pt involvement. A sorin group field service rep was dispatched to the facility to investigate. While at the facility, the service rep could not confirm the issue. The service rep replaced the motor control board and the power amplifier board on roller pump 4. The service rep flashed the cp5. Subsequent testing found the equipment to be functioning properly. The original boards were returned to sgu for further eval. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group rec'd a report that the s5 roller pump displayed an error during set up. There was no pt involvement.